Manufacturer narrative:
The remote service engineer (rse) looked at the clinical logs with a clinical specialist and did not see any delays. Further relevant information was requested, but none was provided. Based on the available information, the exact cause for the reported issue could not be established.

Event description:
It was reported that there was a delay from alarms from the bedside to central monitor. The device was in use on a patient. There was no report of patient or user harm.